Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. D4: UDI: as the device information was not provided, the UDI is not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 39-year-old female patient underwent a primary breast augmentation with two unspecified gel breast prostheses and experienced bilateral capsular contracture (baker grade 3) post-operatively, which was diagnosed with an exam. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right side device.

Manufacturer narrative:
On july 24, 2025, mentor received additional information regarding the event. It was reported that the patient was to undergo device explantation on (B)(6) 2025. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. The patient's race and ethnicity was updated. The impacted device was reported to be a 600cc mentor memorygel breast implant (catalog number 3506004bc) with lot number 9973522 and serial number (B)(6). The date of device implantation was reported to be (B)(6) 2024. The date of device explanation is reported to be (B)(6) 2025. Manufacturer¿s reference number: (B)(6).

Manufacturer narrative:
On september 22, 2025, the mentor failure analysis lab has received the device for evaluation. On october 05, 2025, the evaluation for the device was completed. Device evaluation summary: during visual evaluation no apparent damage or visual anomalies were observed on the returned device. Regarding the reported capsular contracture condition, there are not enough details to determine the factors that may have caused this condition. Capsular contracture in the patient¿s breast might be the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Further, capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet hematoma is a collection of blood within the space around the implant. Symptoms from hematoma may include swelling, pain, and bruising. If a hematoma occurs, it will most likely occur soon after surgery; however, it can occur at anytime, such as after an injury to the breast. Small hematomas may be absorbed by the body, while others may require surgery for drainage. Hematoma is a known complication associated with this procedure and is referenced in our product insert data sheet. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: since no malfunction was observed during the investigation. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. On october 08, 2025, mentor received additional information reporting that one of the patient's symptoms was swelling. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 12, 2025, mentor received additional information regarding the patient's experience. It was reported that the patient experienced pain and hardness on the breast. The capsular contracture's baker grade was reported to be baker grade 2 on the right side. It was also reported that the patient experienced a hematoma on the right side. The patient had an incision and drainage of the hematoma on (B)(6) 2024. The date of event on this event was updated in section b3. Manufacturer¿s reference number: (B)(4).